Event description:
On (B)(6) 2015, an aortic valve replacement (avr) was performed due to calcification and this 19mm trifecta valve (serial unknown) was implanted. Concomitantly, mitral valvuloplasty (mvp), tricuspid annuloplasty (tap) and maze procedure were performed. On an unknown date, the patient experienced shortness of breath and presented to the hospital as an outpatient. On (B)(6) 2017, mitral valve replacement (mvr) was performed for the treatment of severe mitral regurgitation (mr) and a 27mm epic valve (model: e100-27m, sn: unknown) was implanted. The patient was followed-up on an outpatient basis and the postoperative course was reported to have been uneventful. On an unknown date, an echocardiography was performed at the latest follow-up and severe aortic stenosis (as) was diagnosed. The mean pressure gradient (mpg) was noted to be 43 mmhg and peak velocity of 5.1 m/s. On (B)(6) 2018, re-do avr was performed. After an annular enlargement was performed using konno-aortoventriculoplasty technique, the trifecta valve was explanted. Upon explant of the valve, pannus formation and thrombi like substances were confirmed on the cusps which caused impeded mobility. During explant, the sewing cuff was damaged. A 23mm carpentier-edwards perimount magna ease aortic heart valve was implanted and the patient was reported to be in a stable condition postoperatively. The surgeon considered that the valve seemed to be smaller than the patient's annulus. Reportedly, body surface area (bsa) in the aortic position was 1.46 square centimeter. Although the patient underwent maze procedure, atrial fibrillation (af) remains.

Manufacturer narrative:
The reported event of pannus-caused leaflet immobility was confirmed. No thrombi were found to be present. Aortic stenosis and high gradient were also reported. Morphological and histopathological examination revealed circumferential fibrous pannus ingrowth on the inflow surface of all three leaflets, narrowing the inflow diameter. The pannus impeded the mobility of all three leaflets. All three leaflets were fibrotically thickened. Microcalcifications were found within one section of pannus. No inflammation was present. The cause of the pannus remains unknown; however pannus ingrowth is a known event for tissue valves.